Event description:
It was reported that the patient was not cooling. The cooling was started at 37.2°c with goal of 36°c. The patient was a neuro patient. The altrix water did not cool down during the course of therapy.

Manufacturer narrative:
It was identified that the machine was at -99% power (maximum cooling power), however, the water would not cool lower than 28°c. The account then changed the mode to manual with a water temperature of 4°c, however, the water would not cool below 28°c again. The machine was removed from use. A visual and functional inspection was performed by a stryker service technician. It was identified that the unit would not cool below 26°c. Due to a thermal unit that needed to be replaced.

Event description:
It was reported that the patient was not cooling. The cooling was started at 37.2°c with goal of 36°c. The patient was a neuro patient. The altrix water did not cool down during the course of therapy.